Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a 70 year old male patient needing mechanical circulatory support. Impella cp was placed without incidence in right femoral artery. During support, it was reported that the patient lost distal pulses in the right lower extremity. An external bypass was created by 6f retrograde access in left femoral artery and 5f antegrade access in the right superficial femoral artery. Distal right extremity pulses present with doppler.